Event description:
Surgeon reported that, following intraocular lens implant surgery, the patient presented with an unexpected postoperative refraction of -6.25 diopters. The association between the report and the intraocular lens is not known. The lens remains implanted, physician plans to piggy-back another lens to correct vision.